Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, failure to capture at max output, oversensing and noise episodes due to what appears to be a lead fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, failure to capture at max output, oversensing and noise episodes due to what appears to be a lead fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.